Manufacturer narrative:
The device was not returned for analysis as it was implanted, since the device was not returned, we are unable to perform further root cause analysis. Attempts have been made to get exact details, however, attempts have been unsuccessful. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. It is not recommended to initiate deployment of the device on a bend. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damages and irregularities during manufacture. It is unknown what device cased the vasospasm. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a competitor balloon was used to open the pipeline with shield. The patient was reported to have developed a clot in the left cerebral artery which was treated with alteplase 12mg. This adverse event was reported to have been probable related to the procedure and not related to the pipeline device, but was possible related to the anti-platelet therapy. There was also note of vasospasms that were treated with nimodipine. Both adverse events were reported to have resolved on the same day. The patient was treated for a one aneurysm that had never been treated or ruptured. After device placement, there was significant stasis. Wall apposition was achieved. Complete obliteration of the aneurysm was accomplished. The patient was reported to be on ticagrelor 180 mg and aspirin 160mg (maintenance).